Manufacturer narrative:
The RMA has been returned and evaluated by the failure analysis (fa) team. Fa has been able to confirm/reproduce the reported complaint. For clarification, the instrument was found to have a broken grip tip adapter. A piece approximately 0.07" x 0.151" was found to be broken off. The broken piece was not returned. The root cause is typically attributed to mishandling and misuse.

Event description:
It was reported during central processing, the tip was broken off/cracked on a monopolar curved scissors instrument. There was no report of patient involvement and no report of fragments falling during a surgical procedure. Intuitive surgical inc. (Isi) contacted the site's materials manager and obtained the following additional information about the complaint: he said the issue was during central processing. The instrument broke during the sterilization process.